Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up with noise exhibited on the right atrial lead. Upon interrogation, multiple episodes of noise reverse were noted and noise was reproducible through isometric testing. No interventions were performed. The patient remained asymptomatic during interrogation and will be continued to be monitored.